Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the leak was caused by a broken probe wipe rinse block. The fse replaced the rinse block to resolve the leak. All repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from an unknown location inside a coulter lh 750 hematology analyzer. The volume of the leak was less than 1 ml and was not contained within the instrument. The instrument operator was wearing a face shield, gloves, and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.